Event description:
It was reported that the baby born febrile and was placed on arctic sun device. They believed it the issue was quickly dropping from 37.5c to 33.3c after being placed on the device. Advised this was possible. Neonatal intensive care unit (nicu) nurse stated overnight the nurses had an issue where the device alerted that the temperature was erratic. They restarted the device and have not had any issues since. They wanted to know what to watch for and was not in the room with the device, so called back a short time later from the room. One probe in place esophageal. Unable to get a reading using axillary, but patient temperature (pt) was currently 33.3c. Unable to connect to bedside. Suggested considering a secondary core temperature if possible. Flexed temperature in cable and assessed patient temperature (pt) remained stable on the screen. It was possible they reseated the probe properly when they were troubleshooting overnight. Recommended they continue to watch patient temperature (pt) and consider obtaining another cable now. If the alarms persist, first try swapping out the cable. If the alarm continues to persist, replace the patient probe.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They restarted the device and have not had any issues since. They wanted to know what to watch for and was not in the room with the device, so called back a short time later from the room. One probe in place esophageal. Unable to get a reading using axillary, but patient temperature (pt) was currently 33.3c. Unable to connect to bedside. Suggested considering a secondary core temperature if possible. Flexed temperature in cable and assessed patient temperature (pt) remained stable on the screen. It was possible they reseated the probe properly when they were troubleshooting overnight. Recommended they continue to watch patient temperature (pt) and consider obtaining another cable now. If the alarms persist, first try swapping out the cable. If the alarm continues to persist, replace the patient probe. A DHR review is not required as the serial number is unknown. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The serial number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby born febrile and was placed on arctic sun device. They believed it the issue was quickly dropping from 37.5c to 33.3c after being placed on the device. Advised this was possible. Neonatal intensive care unit (nicu) nurse stated overnight the nurses had an issue where the device alerted that the temperature was erratic. They restarted the device and have not had any issues since. They wanted to know what to watch for and was not in the room with the device, so called back a short time later from the room. One probe in place esophageal. Unable to get a reading using axillary, but patient temperature (pt) was currently 33.3c. Unable to connect to bedside. Suggested considering a secondary core temperature if possible. Flexed temperature in cable and assessed patient temperature (pt) remained stable on the screen. It was possible they reseated the probe properly when they were troubleshooting overnight. Recommended they continue to watch patient temperature (pt) and consider obtaining another cable now. If the alarms persist, first try swapping out the cable. If the alarm continues to persist, replace the patient probe.